Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown, unknown head, unknown; unknown, unknown stem, unknown; unknown, unknown shell, unknown. Journal article: imran ilyas, mch (orth), frcs , husam a. Alrumaih, md, samar rabbani, frcs(2017) noncemented total hip arthroplasty in sickle-cell disease: long-term results the journal of arthroplasty, 33 (2018) 477e48,.https://doi.org/10.1016/j.arth.2017.09.010. (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-08946. Customer has indicated that the product will not be returned to zimmer biomet for investigation, [remains implanted]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article that one patient experienced aseptic stem failure with possible loosening precipitated by wear particles from the liner 12 years post operation. The hip was revised with a long femoral stem. At the time of revision, the shell was stable but the liner was revised. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.